Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states on (B)(6) 2011, the pt had a pd catheter placed. In (B)(6) 2011, the catheter became sluggish and slow draining. The pt started manual flushes with heparin and saline during the pt's menses to treat the sluggish and slow draining pd catheter. The nurse then manually flushed the catheter with tissue plasmingen activator (tpa) and heparin. In (B)(6) 2011, the pt developed peritonitis. The pt began treatment with ancef and fortaz for peritonitis. On (B)(6) 2011, the pd catheter was removed and the was found to be clotted. Ancef and fortaz were discontinued and the pt was started on vancomycin.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.